Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs dept. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal lawsuit, that allegedly "the otismed custom fit knee implant in the pt on or about (B)(6), 2009 during a total left knee replacement failed."